Event description:
It was reported that a pacemaker's longevity projection decreased from a 6-26 month range in (B)(6) 2010 to less than one month at a clinic visit in (B)(6) 2010. It was further reported that the pacemaker minute ventillation sensor detected 8 high counts on the same day as the patient complained of a shocking sensation at the site of the pacemaker. The pacing system remains in use. No further patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.